Event description:
Hillrom received a report from the customer that when transferring a patient on to the stretcher, the stretcher casters slid, and the patient fell. No patient injury or medical intervention was reported. Additional information was obtained from the customer. The reporter clarified the patient was being transferred from the stretcher to the bed when the reported event occurred. The nurse was sure the break was engaged but as the patient was moving from the stretcher to the bed, the casters slipped, and the stretcher moved approximately 1-1 1/2 feet. The nurse caught the patient as they fell, and no injury was sustained. The customer inspected the stretcher and found the casters to be so slippery that the stretcher could be moved even with the brakes fully engaged. The customer stated the stretchers are 23 years old and the facility will need to decide if the casters will be replaced on all stretchers or if new stretchers will be ordered. No further information was provided. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hillrom technician found the found brakes holding but swivel when locked and the casters needed to be replaced. The hillrom¿ transport, procedural, and specialty stretchers are intended for caregivers to use for the treatment and transportation of patients in all areas of the hospital, surgical centers, and other patient care facilities. There are no known contraindications for these stretchers when used in accordance with this instruction for use. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support provided the account the part number that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.